Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 20, 2014.

Event description:
Per the clinic, the patient experienced lack of osseointegration (date not reported), resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(4) 2013.